Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the filter. The event occurred at hospital while in use with patient and the operator of device was a health professional. It was further reported that blinatumomab (240mls over 96hrs at 2.5mls/hr) medication was used during the event and it was an immunotherapy different to a chemotherapy. There was no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. As received, there were no damages or anomalies observed. During the functional testing, a leak was observed on the air outlet hole of the filter. The complaint of leakage can be confirmed. The probable cause is due to the loss of hydrophobic properties on the filter. A DHR review was unable to be completed as no lot was provided.